Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins) spinal pain. Information was reported that the patient's new battery is turning off by itself. The patient stated this is also happening with the older battery. The patient feels that the new battery is affecting their older battery. This is occurring intermittently. This is not related to positional movement. The patient stated that there is no particular activity that causes this. The patient stated that he has confirmed with his controller that stimulation was turned off. The caller hasn't always had the controller with him to confirm all the events (controller showed ins was off). The caller did state that at least one event was because the battery had depleted and turned off. The patient also noted that it seems like the patient's controller would not respond to any button presses sometimes and then he will plug in the controller to recharge and then it will work fine. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep received a voicemail from the patient. The patient stated that he is still having the same issue of stimulation turning off and that he got a replacement components. The rep was advised to have the patient call to better understand what is going on. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was also reported that there was interference between the intellis and restore implantable neurostimulator (ins), turning each other off. Furthermore, it was reported that the patient will be standing for long periods of time and not have his controller with him when he starts feeling pain and does not feel the stimulation. Sometimes, when the patient is walking and doing something positional, he feels the stimulation turn of or have stim surge. The patient also stated having adaptive stimulation but does not feel this has anything to do with reprogramming. There were no further complications or anticipations reported with this event.